Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the positive flow verification test step during testing. The device was recalibrated to address the issue. Additionally, unrelated to the test failure, during the evaluation of the device at the manufacturer's service center, the porting block port was found to be pinched/damaged so the universal porting block was replaced. The rear case, front case and base enclosures were found damaged so they were replaced. The handle was found to be cracked so the handle was replaced.